Event description:
It was reported that biomed had the arctic sun device alerting 113 (reduced water temperature control). Forwarded to ts for proper handling. Per follow up information received via phone on 04jun2024, it was reported that they were sending the device in for evaluation and a 2000-hour preventive maintenance. They wanted to confirm that the return shipping label was sent out.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed had the arctic sun device alerting 113 (reduced water temperature control). Forwarded to ts for proper handling. Per follow up information received via phone on 04jun2024, it was reported that they were sending the device in for evaluation and a 2000-hour preventive maintenance.